Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead exhibited noise causing inappropriate automatic mode switches. No additional information was available. No intervention was reported. No adverse consequence to the patient.